Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The front and rear panels and the o2 sensor were recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the equipment is not working. There was no report of patient involvement.

Manufacturer narrative:
Additional information has been received stating that mechanical ventilation was not lost or affected by this malfunction. The initial MDR was not reportable.